Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the instrument could not seal the tissue after about 45 minutes of use. There was no injury to the pt.